Event description:
On (B)(6) 2010, this pt underwent endovascular repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis featuring the c3 deployment system. During an attempt to cannulate the contralateral leg gate using the "up and over" wire technique, the trunk-ipsilateral leg component moved distally into the aneurysm sac. The physician converted to open repair and explanted the device.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Add'l info including images have been requested. Add'l info obtained will be included on a supplemental report.